Manufacturer narrative:
Natus tech support made recommendation to not use the olympic bili-meter for measuring. Tech support confirmed that the customer was able to obtain a neoblue radiometer to measure intensity output and get within intensity. The unit was functioning properly and has been put back into service. Conclusion the customer was using an incompatible photometer. The investigation into issue with low intensity of led lights measured with olympic bili-meters is ongoing. No further investigation possible, if additional information becomes available natus will provide follow-up report.

Event description:
Natus medical received a complaint that their neoblue3 was measuring low when on low and high with the olympic bili-meter. The customer confirmed there was no delay in treatment, serious injury, death or environmental/safety concerns.